Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging app did not launch. Reloaded software. System functions within specification. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was getting stuck in system booting please wait. No patient was present at the time of the event.